Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2021 during which the surgeon noted an umbilical hernia that was increasing over time at the site of the prior repair. It was reported that the patient experienced severe pain, inflammation, loss of appetite, scarring and disfigurement. No additional information was provided.